Event description:
Event was based on article j neurointervent surg 2011;3:167-171 doi:10.1136/jnis.2010.002873. Treatment of a large left posterior communicating (p-comm) artery aneurysm. Three months post pipeline reconstruction of the carotid artery, the patient was reported to have progressive memory loss. A computer tomography (CT) scan showed the thrombosis of the aneurysm to be almost completely occluded, but a magnetic resonance imaging (MRI) of the brain demonstrated a marked interval growth of the collective aneurysm-intra-aneurysmal thrombus mass with excessive edema throughout the adjacent left temporal lobe. It was reported that the patient's memory impairment has improved.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient. (B)(4).